Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that sent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the physician removed the stent protector slowly, holding the tip of the protector and not touching the mounted stent; however, the stent dislodged and remained inside the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre stent struts were bunched and overlapping; stent struts on both proximal and distal ends of the stent did not show any damage. The maximum stent profile is within the specification. The stent had detached and was returned on a pigtail mandrel with the stent protector, pigtail end of mandrel was stuck inside the stent protector. Internal diameter (ID) is within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is most likely that stent dislodgement occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the physician removed the stent protector slowly, holding the tip of the protector and not touching the mounted stent; however, the stent dislodged and remained inside the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.